Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that when they he inserted the sensor the little needle did not come. Customer blood glucose level was 150 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer stated the little needle instead of going in it just kind of bunched up and needle did not go in the body and no medical intervention was needed.

Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and found sensor cannula during analysis, but found cannula split from tubing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. (B)(4).